Event description:
It was reported that when the pressurewire x - wireless device was removed from its packaging, the tip was observed to be separated. Therefore, the device was not used in the patient and the procedure was completed with a new pressurewire x - wireless device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the finished product device history record and the corrective action tracking system for the web database for this lot revealed no nonconforming material records. The investigation could not determine the cause of the reported material separation. It may be possible that inadvertent damage to the wire occurred during storage, transport, or unpacking. It may also be possible that there was insufficient weld joint strength; however, without having the device examined, it could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated to no.